Event description:
Country of complaint: (B)(6). Suture used to attach the lower skin of the belly of a dog and the wire snapped several times during surgery. Cassette appears to be in good condition.

Manufacturer narrative:
Reported device is not marketed in the united states, however, similar device(s) and/or processes are. Manufacturing site evaluation: samples received: 1 open cassette. There are no previous complaints of this code batch. There are units in OEM stock. We have received one open and manipulated cassette. We have tested the knot pull tensile strength of the cassette received and the results fulfill the requirements of the OEM. Final conclusion: although the results of the cassette received fulfill the specifications o the OEM, we take note of this incident in order to assess if new or additional actions are needed. Actions on product: na. Corrective/preventive actions: na.